Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. Her blood glucose level kept going up. Customer's blood glucose level was 400 mg/dl. She treated her blood glucose level with a bolus. The customer was able to rewind the insulin pump. The displacement test and manual prime were successful and the motor error alarm did not recur. The device was not returned.